Manufacturer narrative:
Follow-up # 1 date of submission 02/10/2014-device evaluation:the pump has been returned and evaluated by product analysis on 01/28/2014 with the following findings:a review of the pump¿s history showed multiple occlusion alarms associated with high force on the reported event date. The pump powered on normally during testing and was able to prime successfully. The pump was exercised for 24 hours with no occlusions. The force sensor was found to be in calibration. The pump cover was opened and no internal defects were found. Animas has conducted a review of the device history record for this device and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The reporter stated that the pump was emitting frequent occlusion alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).